Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 28 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. Upon withdrawal of the stent, the tip of the stent strut was found lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a promus premier ous mr 28 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found no evidence of any damage to the stent struts. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no kinks or damage. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 28 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. Upon withdrawal of the stent, the tip of the stent strut was found lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable.